Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the endowrist one vessel sealer instrument would not engage. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that instrument would not engage due to the instrument blade being exposed approximately .185 between the grips. The blade and blade track exhibit bio debris. Neither the blade cable nor the blade was bent. The instrument was placed on an in-house system and failed homing. Once the blade was aligned with the blade track, the instrument was placed on the system again and it passed homing. Failure analysis investigation also found the following additional damages to the instrument: the conductor wire was damaged with material missing measuring approximately .046. It was concluded that the insulation damage was like due to mishandling/misuse. The snake wrist was dislodged where the male and female disks meet. It was concluded that the dislodged snake wrist damage was like due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The snake wrist cables were loose and beginning to unravel. This may have been due to the dislodged snake wrist. The main tube had various scratch marks, however, no material appeared to be missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist, as well as the missing material on the conductor wire, found during failure analysis investigation, could likely cause or contribute to an adverse event if the failure mode were to recur.